Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after a diverticulitis procedure where this device was used, the patient had low hemoglobin values and required a blood transfusion. The low hemoglobin values suggest possible meso bleeding. Blood was also found within the surgery drainage area after the procedure. No notable issues occurred with the device during the procedure and the device was discarded. The customer does not know if the bleeding occurred from a sealing site. The patient received 600ml of blood and 300ml of plasma during the transfusion. The patient is now stable and has been discharged from the hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.